Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported a peritoneal dialysis (pd) patient that was having drain issues and scale reading alarms. The patient was reported to be getting a negative ultrafiltration (uf) until the last drain, in which the drains are very large. Upon follow up with the peritoneal dialysis nurse (pdrn), it was reported that the patient has not experienced any adverse events and is continuing with peritoneal dialysis therapy but also still having large drains. The pdrn reported that the patient¿s prescribed fill volume is 1500 ml but is draining off 3000 ¿ 3500 ml at a time. This is 200% - 233% of the patient¿s prescribed fill volume. The pdrn states that the patient has received a new cycler. The pdrn stated that the issue could also be related to the patient¿s catheter placement (catheter manufacturer unknown). The pdrn was unwilling to provide any additional information related to the reported event.